Event description:
It was reported that a patient presented via merlin.net transmission. Upon reviewing the electrogram, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing which looked like t wave oversensing. No intervention has been performed. No patient symptoms have been reported and would continue to be monitored.